Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheters fracture since they have started using the centurion wing guard for securement with their sorbaview shield dressing. The customer believes the wing guard causes the catheter to kink and break. Customer reports the catheters were breaking on the catheter body near the hub and were not broken completely but when flushed the catheters after removal, they would leak near the catheter-hub junction - on the catheter body.

Event description:
The customer reports that the catheters fracture since they have started using the centurion wing guard for securement with their sorbaview shield dressing. The customer believes the wing guard causes the catheter to kink and break. Customer reports the catheters were breaking on the catheter body near the hub and were not broken completely but when flushed the catheters after removal, they would leak near the catheter-hub junction - on the catheter body.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.